Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated event date. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, a xience xpedition 3.0x33mm stent was implanted in the mid left anterior descending coronary artery where the ratio of stenosis was 90%. In (B)(6) 2015, the patient had sputum with blood clots and foam, chest pain and chest tightness. The patient was hospitalized due to chest pain and chest tightness on (B)(6) 2015. The condition resolved with conservative treatment and the patient was discharged on (B)(6) 2015. No additional information.